Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not provided.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was replaced on (B)(6) 2019. Patient has therapy post-operatively.